Event description:
On (B)(6) 2013, it was reported that the patient's infusion device had displayed e7 (electronic error). It was also reported that the vibra- alarm in the device was no longer functioning. No adverse event was reported. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
E7001 were found in the history. It is not possible to further operate the pump due to a short-circuit of the buzzer. The pump correctly triggered the e7001 error messages.